Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced surgical repair of a recurrent large paraoesophageal hernia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. Hiatal hernia repair procedure occurred on (B)(6) 2018. During surgery it was noted that the linx device had separated. The surgeon does not believe he cut the device inadvertently; however, initial review of the returned device shows charred wires potentially cut with a cautery type device. The device was removed and a fundoplication was performed.

Manufacturer narrative:
-Updated b6 to include wire analysis.-updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced surgical repair of a recurrent large paraoesophageal hernia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. -hiatal hernia repair procedure occurred on 01/15/2018. During surgery it was noted that the linx device had separated. The surgeon does not believe he cut the device inadvertently; however, initial review of the returned device shows charred wires potentially cut with a cautery type device. The device was removed and a fundoplication was performed.